Manufacturer narrative:
(B)(4). The root cause of the "ruptured reservoir" condition will be identified/addressed through the CAPA investigation, (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of ?reservoir ruptured? Could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) infusor lv 2 device had ruptured during patient use at the patient's home. According to the report, the device was filled with 5-fluorouracil, normal saline and heparin. There was no report of patient injury or medical intervention. No additional information is available.